Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that they are receiving a red x on the device. There was no patient involvement.